Manufacturer narrative:
Updated information was received from the customer on 24-feb-2021. The results of the investigation by the legal manufacturer will be provided once it is completed.

Event description:
The customer provided this additional information on 24-feb-2021 and 11-mar-2021: the initial event first occurred (B)(6) 2021 during preparation for use prior to a diagnostic procedure (procedure name was unknown). There was no delay and the procedure was completed with a different scope (model and serial number unknown). The following information was unknown: if any other devices were involved in the event, if the patient was under general anesthesia during the delay and how long the delay was, any patient demographics, if any other devices were replaced during the procedure, if the connections and settings were checked and found to be correct, if the electrical or optical connecting parts were cleaned and found to be clear of residue, if there were any error codes displayed, and if any abnormalities were found during inspection prior to use.

Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. Conclusion: the definitive cause of the reported events could not be established. Based on the available information, it is presumed that the pin receiving the video connector was deformed due to inadvertent excess force by the user, or due to a foreign object inserted into the connector.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the user's report is confirmed. There is no image due to bent pins in the video connector. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using a video system, there was no image when used with cfy-v2 scopes. There was no patient impact related to this occurrence.